Event description:
The patient presented in clinic after experiencing an alert. Upon interrogation, it was noted the device was in back up mode. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.